Event description:
It was reported that during a low anterior resection, the device was fired and it cut, but it did not staple. Pulled another device and it cut and only partially stapled. Completed the case with sutures. There was no patient consequence.